Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported paramedics visit for hypoglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that she was at home sleeping when she started having a seizure. The customer's brother called the paramedics. The customer reported that her blood glucose was between 19-24 mg/dl. The paramedics treated her with a glucagon kit, however, she refused to go to the hospital for any further treatment.